Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. The pump was connected to a power source however was unable to be turned on. Customer reported blood glucose level was not impacted. Reportedly the customer has manual injections as alternate insulin therapy.